Event description:
Customer reported that the insulin pump went into threshold suspend when the blood glucose reading was 300 mg/dl. Customer declined troubleshooting for the sensor. The blood glucose reading at the time of the report was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.